Event description:
The customer reported a clear fluid leak of approximately 20ml from the right side of a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer could not identify the source of the leak and powered off the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/10/2015 and noticed a fluid leak around the diff chamber. The fse replaced multiple tubes and tightened a loose connector connected to the sheath to resolve the leak. Additionally, the fse observed a dirty flowcell during the site visit. The flowcell was replaced and the system performance was verified. (B)(4).